Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed loss of capture (loc), with asystole lasting greater than two seconds. Pacing impedance measurements were greater than 2,000 ohms. Upon xray, the lead was observed to have dislodged. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported during the procedure.